Event description:
It was reported that the patient had a revision surgery to replace a inflatable penile prosthesis (ipp) pump due to a dimpled pump. A second revision surgery occurred (B)(6) 2020 to replace the entire ipp due to damage to the reservoir. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a revision surgery to replace a inflatable penile prosthesis(ipp) pump due to a dimpled pump. A second revision surgery occurred 06jul2020 to replace the entire ipp due to damage to the reservoir. A patient outcome of stable was reported.

Manufacturer narrative:
Allegation related to mechanical issue was reported. The ams 700 momentary squeeze (ms) pump was visually inspected. The krt was worn to filament; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events related to mechanical issue. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required.